Manufacturer narrative:
(B)(4). Date sent: 05/02/2023. D4: batch # unknown. Per photographic evaluation. This is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a box and a tyvek from the top view with lot # x95t3k and expiration date: 2027-08-31. The second photo shows a device in its blister with a green reload loaded and the push road can be seen on the 3rd detent. Also, the device presents body fluids. In addition, the reload appears to be not properly loaded. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x95t3k, and no non-conformances were identified. A response was received for the following questions, but translation is pending. When the translation is completed, a supplemental medwatch will be sent. 1. Did the reload lock out and would not work? 2. Did the device cut? 3. If the device cut/fired, was the cut line complete? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Please help us with the following information of the source who answered follow-up: name: title (specialty/occupation): date of when information was provided: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the sigmoidectomy, the stapler did not staple. Another technique was used to finish the surgery.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. Additional information was requested, and the following was received: did the reload lock out and would not work? Correct. Did the device cut? No. If the device cut/fired, was the cut line complete? No, it did cut and not stapled. Could you please clarify if there were any patient consequences? Did not occurred any patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? He did not change the post surgery, he used another device. H11: corrected data = h1: MDR decision: not reportable. Upon review of the information captured in h10, it was concluded that this event does not meet the criteria for a reportable event and is being considered not reportable.